Event description:
The tech alleged that the brake casters roll while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer casters and the brake casters to resolve the issue.